Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top case was found cracked. Check syringe plunge sensor was found in pump event history log. Reported problem was able to be duplicated during power-up test. The root cause of the reported issue was unable to determined. Actions were taken to mitigate the reported issue: replaced both timing plates and springs. Performed power up process which passed.

Event description:
It was reported that the device was presenting with check syringe plunger sensor. No patient injury was reported.